Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap. Inguinal hernia repair/tapp. According to the reporter: before use on the patient, when the surgeon straightened the tip of device, the transparent part on the distal end got frayed. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.